Event description:
It was reported that the nurse¿s handheld device had reset itself a couple of times. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received indicating that the handheld issue did not occur frequently and had not reoccurred since the nurse was instructed to replace the handheld battery.